Event description:
The customer reported that during troubleshooting they noticed that "the batteries got hot". There were no allegations of incorrect results.

Manufacturer narrative:
The returned analyzer was investigated. It was observed that a battery terminal had become unseated. Observation findings, based on the terminal placement and markings, determined the prongs were pushed in and down by the user. The customer allegation of overheating could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.